Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the first complaint for lot number huxk0955 and issue to date. Although a lot sample and images were provided for evaluation, the lot sample showed that only a single marker was present in the device. However, based on the images provided, the investigation is confirmed for two markers in the breast. The definitive root cause could not be determined based upon available information. Based on the images provided, the deployment of two markers can be confirmed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Event description:
It was reported that following an ultrasound guided biopsy that two clips were deployed instead of one. While the healthcare provider was not able to see anything abnormal during deployment under ultrasound, they found an extra item similar to a clip after doing their post-procedure mammogram. There was no patient injury reported.